Event description:
Physician placed lp filter in the correct position below the renal veins. Two days later, the filter appeared distorted and was located at the level of the renal veins. The physician removed the filter using sheaths and snares. The filter was successfully removed and another filter was successfully placed.